Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (on unspecified date, patient had underwent hysterectomy due to complications from the essure device) due to complications from the essure device.). At the time of the report, the device dislocation, perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("genital bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 and c-section. Concurrent conditions included asthma and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vulvovaginal pain ("vaginal pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed), unilateral salpingectomy - left salpingectomy)), surgery ((B)(6) 2013,(B)(6) 2014(total hysterectomy (uterus and cervix removed), unilateral salpingectomy - left) and surgery (novasure ablation was done on (B)(6) 2012). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vulvovaginal pain, depression and anxiety outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2009 00:00, two dates of removal- (B)(6) 2013,(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: left complex ovarian cyst measured 5 cm. On (B)(6) 2010, findings revealed that a large right ovarian cyst 4 x 5 cm, simple appearing cyst heavily involved with the ovary. Some mild adhesive disease and moderately enlarged uterus. On (B)(6) 2013, final microscopic pathologic diagnosis: uterus, hysterectomy, 124 g. Cervix: 1. Squamous metaplasia. 2. Patchy chronic cervicitis. 3. Negative for dysplasia or malignant neoplasia. Endometrium: basalis-type endometrial mucosa and stroma with foci of proliferative effect. Negative for atypical hyperplasia or malignant neoplasia. Myometrium: 1. Adenomyosis. 2. Scar, lower uterine segment suggestive of previous c-section, remote. Findings: enlarged boggy uterus with nml left ovary and tube and evidence of right removal or ovary and tube. On (B)(6) 2014, small bowel adhesions in the pelvis along with left ovarian adhesions as well as chronically inflamed tube with a moderate hydrosalpinx, 2 small areas of endometriosis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: menorrhagia, dysmenorrhea, abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet was received events added from pfs- mental anguish, depression. Date of birth, events onset date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("genital bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included asthma. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2013, (B)(6) 2014 (total hysterectomy (uterus and cervix removed), unilateral salpingectomy - left) and surgery ((total hysterectomy (uterus and cervix removed), unilateral salpingectomy - left salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, perforation, pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2009 00:00, two dates of removal- (B)(6) 2013, (B)(6) 2014. Most recent follow-up information incorporated above includes: on 23-may-2018: pfs received: reporters added and updated patient demographics. Concomitant disease, concomitant drug were added. On (B)(6) 2009, she implanted essure (previously reported as (B)(6) 2009). Update suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), vaginal pain, bleeding and she did not undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.